Event description:
Related manufacturer reference number: 2017865-2021-25093. It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated. A previous transmission also showed the right ventricular (rv) lead was sensing noise, had varying pacing impedance, an unspecified capturing issue, and r-wave amplitude variation. The patient was noted to be lethargic. The pm was explanted and replaced. No changes were made to the rv lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25093. It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated. A previous transmission also showed the right ventricular (rv) lead was sensing noise, had varying pacing impedance and r-wave amplitude variation. The patient was noted to be lethargic. The pm was explanted and replaced. No changes were made to the rv lead. The patient was stable throughout the procedure.